Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 300 units of insulin, and the customer declined to provide the amount of insulin that had been delivered since the cartridge had been loaded. Subsequently, the customer alleged that due to the inaccurate fill estimate, the customer believed extra insulin had been delivered. Reportedly, the customer experienced a low blood glucose level; however, was unable to provide a bg value. To treat the low bg level, the customer consumed juice and candy. Tandem technical support educated that the customer on the insulin gauge features and calculations of the pump; however, the customer maintained belief that the insulin gauge was being displayed inaccurately. The customer declined to perform troubleshooting with tandem technical support and continued using the pump for continued insulin therapy.